Event description:
It was reported that femur component did not achieve press fit and was loose during procedure. The femur was removed and a new femur was utilized. The surgical technique was utilized. No pieces fell inside the patient. The implant was switched to a cemented femur that added about 15 to 20 minutes to the surgical procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: 42502705601 - cr femoral provisional left size 4 - 62820406. H6: mechanical (g04) - femur. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.